Event description:
It was reported to medtronic neurosurgery that the valve was leaking.

Manufacturer narrative:
The valve was patent. It did not meet the requirements for siphon, reflux and leak testing due to a tear in the side of the delta chamber. This damage precluded pressure-flow and preimplantation testing. It is unk how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of the valves are 100% tested at the time of manufacture.